Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using a pinnacle pfr kit, the bullet detached and was caught inside the capio device when the mesh was deployed through the sacrospinous ligament. The case was completed with another pinnacle device, with no complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (B)(4).